Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(6) has been evaluated for the malfunction code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. The batch 5361631 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5361631 were previously tested in (B)(4) on 15/jul/2022. Device history record (DHR) review: packing of quick set. Lot 5361631 was manufactured according to the work instruction (wi) version 69 and packaging in the multivac 08-12, on 17/aug/2021, with a total of 28,500 units. Assembly of quick set: lot 5363314 was manufactured according to the work instruction (wi) version 22 assembled in the quickset line, on 16/aug/2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/aug/2025 against malfunction code product used off-label or against the contraindications or not according to the instructions for use (IFU). [Only use if no actual product malfunction has been reported] and lot 5361631 and no other complaint has been registered in database for the same lot 5361631 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose level of 20 mg/dl. Therfore, the patient went to emergency room. No further information was available.